Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "due to pain and swelling" and "some encapsulitis with fluid."

Event description:
Patient representative reported removal "due to pain and swelling in the right breast" and "some encapsulitis with fluid. " "during surgery fluid was observed around the right breast." The device has been explanted.